Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis also observed that the yaw pulley was broken. The yaw pulley was missing a .150 x .060 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci pk dissecting forceps instrument it was noted that the cable was broken at the tip of the instrument. No patient harm, adverse outcome or injury was reported.